Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead .product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The company representative reported the patient was not getting good coupling and was only able to reach 4 coupling boxes. The rep noted that the patient was just implanted (B)(6) 2015) and had not had good coupling since they have begun the charging process. The rep noted that it appeared the implantable neurostimulator (ins) was angled in the pocket and didn't appear to be super deep. X-rays had been done to confirm ins was not flipped. The rep later reported that they tried moving of antenna on top of generator and they were planning to try turning antenna rotator during the next visit. It was still hard to connect and it looked like it will need to be revised. The patient's devise will be revised but the date is to be determined. The indication for use was non-malignant pain. If additional information is received, a follow up report will be sent.